Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed a decrease from 30 to 15 percent over the last three months. A request for technical review was needed. Technical services (ts) confirmed that the power consumption of the device was increasing in a gradual fashion. Ts noted that the device battery was depleting prematurely and recommendation to explant the device or have the battery status re-evaluated in ninety days time was suggested. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed a decrease from 30 to 15 percent over the last three months. A request for technical review was needed. Technical services (ts) confirmed that the power consumption of the device was increasing in a gradual fashion. Ts noted that the device battery was depleting prematurely and recommendation to explant the device or have the battery status re-evaluated in ninety days time was suggested. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed a decrease from 30 to 15 percent over the last three months. A request for technical review was needed. Technical services (ts) confirmed that the power consumption of the device was increasing in a gradual fashion. Ts noted that the device battery was depleting prematurely and recommendation to explant the device or have the battery status re-evaluated in ninety days time was suggested. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery showed a decrease from 30 to 15 percent over the last three months. A request for technical review was needed. Technical services (ts) confirmed that the power consumption of the device was increasing in a gradual fashion. Ts noted that the device battery was depleting prematurely and recommendation to explant the device or have the battery status re-evaluated in ninety days time was suggested. The device was explanted and is expected to be returned. No additional adverse patient effects were reported.